Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted to connect a freestyle libre 3 plus continuous glucose monitor (cgm) to the ilet through the mobile app and received an in-app message that the sensor could not be used with the current version; subsequent review revealed the installed sensor was a freestyle libre 3, while the ilet setup required a freestyle libre 3 plus. No adverse clinical symptoms reported. Outcomes included the user being placed in bg run mode while obtaining a compatible sensor. User support included user interview and app reinstallation guidance. Investigation of this case revealed an incompatible external cgm model selection, with no device malfunction of the ilet identified. It was concluded, based on previously established findings for similar reports, that the cause was use of an incompatible sensor model.